Event description:
It was reported that after the testing, the user found somewhere on the catheter was leaking.

Manufacturer narrative:
The complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for eval was a 4.2fr broviac catheter. The sample appeared free of residual material and discoloration. The overall sample length was measured to be approx 11.4". Gross visual eval revealed no defect or deformity related to the manufacture of the product. The sample was patent to infusion using water and a 12cc syringe. To check for the presence of a catheter leak, the distal tip of the catheter was clamped and the tubing was pressurized using water and a 12cc syringe. No leakage was observed. Tactile eval was unremarkable. No evidence of a catheter leak was revealed by this investigation. A lhr is not possible, as no mfg lot number info has been provided by the complainant.